Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield stated, the shields are difficult to remove. Stated, its happened several times from this box. Lot: 9231336, catalog: 328512, date of event: 2020-09-29, (1 syringe affected).

Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on?: 2020-11-08. H.3. Device return to manufacturer?: yes. H.3. Device eval by manufacturer?: yes. H.6.method codes: 3331, 10. H.6. Result codes: 114. H.6. Conclusion codes: 4315. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 9th. Related complaint for needle hub separates & the 4th. Related complaint for needle shield does not detach as intended on lot # 9231336. Investigation summary: customer returned three (3) 0.3ml insulin syringes from lot 9231336. Consumer reported that needle hub separated when removing shield and the shields are difficult to remove. All 3 returned syringes were examined, and it was observed that 2 syringes exhibited needle hub/shield assemblies separated from the barrel; no damage to the barrel tips was observed. The 3rd syringe was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the syringe tested within specification at 2.28 lbs. No evidence of manufacturing defect was observed on this syringe. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There were two (2) notifications (B)(4) noted for cracked hubs.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield. Stated, the shields are difficult to remove. Stated, its happened several times from this box. Lot: 9231336. Catalog: 328512. Date of event: (B)(6) 2020, (1 syringe affected).